Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. (B)(4).

Event description:
A trial patient reported lead migration. The patient noted they were not feeling stimulation on either side. The patient began the trial on (B)(6) 2017. The patient noted they were not getting 50% symptom improvement. The indication for use is unknown.